Event description:
Fail code 500, which occurred upon power up during biomed testing. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Event description:
The facility's biomed reported a fail code 500, which occurred during biomed testing. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event.